Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. (B)(4) captures the reportable event of surgery.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to unknown other non-product experience. Additional information obtained from the field which indicated that this lead caused the patient to experience phrenic nerve stimulation. No additional adverse patient effects were reported.